Event description:
The patient called to inquire whether heat can affect an insulin pod and reported that a previous pod stopped working after the patient became overheated. The patient reported that on the wednesday evening before thursday, june 25, they experienced rapidly rising blood glucose (bg) of approximately 32.3 mmol/l (584.4 mg/dl) while receiving multiple pod-controller communication issues and had tried several pods without success. The patient attempted to set up a new pod and sensor but reported they would not communicate. The controller displayed ¿no active pod, set up new pod.¿ the patient had been wearing the pod on their abdomen between 5 and 24 hours. After driving home from devon, the patient developed severe nausea, vomiting, extreme fatigue, and confusion, called 111 and then 999, and due to no ambulance availability, was driven to (B)(6) hospital around 2:00¿2:30 a.m. On thursday, june 25. Hospital staff diagnosed the patient with severe hyperglycemia and likely diabetic ketoacidosis, attributed to lack of insulin delivery. The patient was treated with intravenous insulin, saline and fluids for dehydration. The patient was hospitalized and released on saturday, june 27 around 4:40 p.m. Once bg levels stabilized. A diabetic specialist at (B)(6) hospital later assisted the patient with testing multiple pods and concluded the handset/controller was faulty by process of elimination. The pods involved had been discarded at the hospital or left with the specialist.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.